Event description:
During a shoulder arthroscopy several pieces of the cannula broke off in the pt's shoulder joint. It was also reported that the surgeon was unsure if all pieces were removed from the shoulder joint. No injury was reported.